Event description:
It was reported that an additional reason for explant was due to a seroma of the generator pocket. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: supplemental report inadvertently did not state that cause of the patient's infection and seroma.

Event description:
Additional information was received from the doctor stating that the cause of the patient¿s infection is believed to be due to vns surgery, presence of the device as well as the patient picking at their wound. The cause of the seroma at the generator site is believed to be due to vns therapy, presence of the device as well as activity of childhood. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their generator and lead explanted due to an infection at the neck site. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.